Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, the device scissored the clip on the vessel during an unknown firing. The site used another device to complete that case with no pt consequence.